Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose. No additional event information was provided. Reportedly the customer continued to use the pump for insulin therapy.